Event description:
It was reported that the charging pad¿s cable attachment point became loose and the device could not reliably receive power, consistent with a charger hardware connection issue affecting power delivery. Symptoms included none reported. Outcomes included replacement supplies shipped and user education provided. Investigation included user interview and troubleshooting. Investigation of this case revealed a mechanical connection failure at the charger cable interface that prevented consistent charging. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the charger connection.